Event description:
It has been reported to co that the "stim 1 & 2 out" connector plug on the cable which is associated with the multi module junction box, was incorrectly plugged into the "trigger in" input on stamp amplifer. It was also reported that when a stimulator signal was applied to the channel 1 input, the signal was observed at the stim 1 channel pacing site and unexpectedly at the stim 2 channel pacing site. The complaint is under investigation and there was no report of pt injury.